Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: (B)(4). Was this device service by a third party? No. Patient identifier sids:(B)(6). All available patient information was included. Additional patient details are not available. A review of tickets determined that there is normal complaint activity for architect magnesium reagent lot number 26270un20. Trending review determined no trends for discrepant patient results for the product. World wide data from abbott link was reviewed and determined that the patient median result for magnesium reagent lot number 26270un20 is within established control limits. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect magnesium reagent lot number 26270un20 was identified.

Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 analyzer on two patients. Results provided: (B)(6) 2021 sid (B)(6) = 8.5 / 2.1 mg/dl, another architect = 2.1 mg/dl, (B)(6) 2021 sid (B)(6) = 6.4 / 2.0 mg/dl. Normal range: 1.6 -2.6 mg/d. No impact to patient management was reported.